Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they thought the battery was dead and was redirected to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v360690, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported a loss of therapy. There was a gradual change in therapy/ symptoms. She thought the implantable neurostimulator had gone out, it was implanted in 2010. She planned to have the ins checked. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received, a follow up report will be sent.